Event description:
Report received from USA stating the device was overheating. This device was not used in surgery. It is unknown if there was any user or patient injury. No additional information is available. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "overheating" was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).